Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm during basal , bolus , fill cannula . The customer's blood glucose was 126mg/dl at the time of incident. Troubleshooting was performed .customer also stated that she got occlusion of reservoir. The reservoir will be returned for analysis.